Manufacturer narrative:
Analysis of provided programmer files led to the following observations: on 24 september 2024, at the interrogation of the device, the patient information were not displayed. This event is probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. Corrective actions on the smarttouch software are ongoing to solve this software issue. No issue is suspected on the crt-d.

Event description:
Reportedly, on (B)(6) 2024, new crt-d system implanted. All patient data (name, gender, date of birth, disease, leads information, date of implantation) was confirmed to be lost at 1 week check on (B)(6) 2024. Re-interrogation wasn¿t tried after confirmed loss of patient data.